Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 cubie a5 failed to pop out. A field service engineer (fse) reseated the row cable and retractor band, successfully popped the cubie, and tested the a5 position with another cubie to confirm proper function. The storage space was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was not ejecting and could not be recovered. When the customer attempted to recover it, the cubie would not eject or open the pocket. A soft reboot and a hard reboot were performed, but nothing resolved the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.